Event description:
It was reported that on the patient with a history of chronic back pain requiring her doses of narcotic at 100 mg of morphine twice a day, presented with severe back pain, kyphotic deformity and bilateral lower extremity radiculopathy. MRI scan demonstrated a large central disk herniation at l3-l4 with severe stenosis, in addition, at l4-l5, she had severe stenosis and a 6-mm spondylolisthesis at l4-l5. The facets at l4-l5 were degenerative and there was a vacuum disk phenomenon at l4-l5, as well as vacuum facets associated with erosion of the synovial cartilage. The patient underwent a procedure for bilateral decompressive keyhole laminotomy at l3-4, l4-5; left l3-4 tlif with a peek implant, bmp, and autologous bone graft; plif bilaterally at l4-5 with two peek implants, bmp, and autologous bone; percutaneous pedicle screw fixation at l3-4-5 with pedicle screw system. The patient did well for the first week, but then she developed recurrence of back pain and radiculopathy that did not resolve with conservative measures. Eventually, she underwent a CT scan of the lumbar spine and this demonstrated that the previous l5-s1 facet fusion had fractured and that she now had a grade 4 spondylolisthesis at l5-s1. Her neurologic exam demonstrated a partial footdrop on the left and she continued to have profound radicular pain on the right leg. One month post-op the patient underwent a procedure for exploration of l3 to s1 fusion; insertion of bilateral s1 pedicle and iliac screws; replacement of l5-s1 pedicle screws with spondylolisthesis reduction screws; vertebroplasty at l4, l5, and s1; spondylolisthesis reduction at l5-s1; right l5-s1 laminotomy for decompression of right l5 root; plif at l5-s1 with a two peek interbody cages bmp and autograft; l3 to s1 pedicle screw fixation with iliac screw fixation; posterior lateral fusion with bmp soaked sponge and autologous bone graft at l5-s1. It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.